Manufacturer narrative:
Results: the jet7 was kinked from approximately 110.0 ¿ 110.5, 114.5, 116.5 ¿ 117.0, 122.0 ¿ 124.5, and 129.5 ¿ 130.0 from the hub. The markerband was ovalized on the distal tip. Conclusions: evaluation of the returned jet7 confirmed kinks throughout the distal end of the device. If the device is forcefully advanced against resistance, damage such as this may occur. During functional testing, the jet7 was advanced through a demonstration neuron max without an issue. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed the markerband was ovalized on the distal tip. The root cause of this could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the physician advanced the jet7 through a neuron max 6f 088 long sheath (neuron max) and completed one pass. Subsequently, the jet7 was removed from the patient. Upon removal, the physician found that the jet7 was "bunched" approximately 10 cm from the distal tip. No further passes were made using the jet7. The procedure was completed using the same neuron max and a non-penumbra catheter. There was no report of an adverse effect to the patient.